Manufacturer narrative:
Results and conclusions summation - the IFU cautions to place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It is possible that during the attempt to cross the stent struts became damaged, then caught on the tip of guiding catheter during removal and subsequently dislodged. The reported difficulties experienced appear to be related to circumstances of the procedure; not a product quality issue.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodge stent possible remains in patient. Device issue: stent dislodgement. It was reported that the patient was admitted with acute non-st elevated mi. After implanting a 2.5 x 28 mm stent in the mid rca, an attempt was made to implant the 2.5 x 18 mm promus stent distally; however, the stent could not cross through the previously implanted stent. As the stent delivery system (sds) was being withdrawn, the stent dislodged. It was thought that the stent may have floated downstream and got caught on a blocked lesion; however, after searching extensively the stent could not be located. The patient was discharged from the hospital with no effect noted from this event. No additional event or patient information in available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.